Event description:
Procedure: ladg. According to the reporter: it could not resect the tissue at all even by pressing foot switch. Strange sounds were heard. The trouble would not be solved even after setting again for several times. No patient harm. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).